Event description:
It was reported that the pump touch screen was cracked and unreadable in the upper left corner of the pump as that portion was black. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 240 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.